Event description:
In early 2009, the patient reported that she woke up the previous morning with a blood glucose level of 457 mg/dl and she felt very poor. She injected 5 units of insulin via syringe. She disconnected from her infusion site and primed 100 units of insulin, but no insulin dripped from the end of the infusion tubing. She removed the infusion tubing, adapter, and insulin cartridge and found that insulin had spilled into the cartridge compartment of the infusion device. She dried the cartridge compartment with a cotton swab and inserted a new insulin cartridge and reconnected to the infusion device. At the time of the report her blood glucose measured 120 mg/dl. She was advised to switch to her backup infusion device, but she declined. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.